Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Results: evaluation of returned device; evaluation verify complaint as not valid. We disassemble then assemble the different parts without difficulty. DHR review; no anomalies associated with the complaint were observed. Complaints history; this is the fourth incident reported to newdeal about system of compression for panat nail stuck together for the past two years. During the same time period, 1935 about panta nail have been sold. The complaint rate for this kind of incident during the stated time period is 0.2 percent. Conclusion: (root/cause) the incident is not confirmed. A misuse of the compression system may occur during the assembly in the warehouse.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
One of 4 reports - other mfg report numbers: 9615741-2017-00023 / 9615741-2017-00024 / 9615741-2017-00025. It was reported that the set was not available for procedure due to technical failure. The device was stuck and it could not be separated. Issue discovered by the distributor, no patient involvement.